Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant product: d364drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013.

Event description:
It was reported that the patient is deceased. It was further reported that the patient had called the physicians office the week prior to death due to "heart pain". The patient was seen and "everything was normal". The physician had requested a remote monitor transmission which was reviewed and no abnormalities were noted. A few days later, the patient died suddenly. The cause of death is unknown.